Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead exhibited noise that was reproducible with isometrics. A revision has been scheduled for the future. No adverse patient events were reported. Should additional information become available this file will be updated.